Manufacturer narrative:
Corrected data: in review, it was noticed that the code "4582" which inadvertently entered in the section "h6" of the initial MDR report was not applicable to this event and should not have been entered; therefore, the information has been corrected in this supplemental MDR report as indicated below: the following code which was entered in the initial MDR report is not applicable to this event; therefore, is being removed: section h6: health effect - clinical code: 4582 - no clinical signs, symptoms or conditions all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 12, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a lens case (sn scratched off). No additional materials or components were received. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue "instability of device after implantation" was not confirmed during product evaluation. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - pt- unplanned vitrectomy. Section h6: health effect - clinical code: 4581 - hs- device decentered or dislocated or tilted subluxated or wrong position. An attempt was made to obtain the missing information; however, the information is not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was explanted from a patient¿s right eye due to displacement of the intraocular lens (iol). Another johnson and johnson lens of different model and diopter (za9003 +20.0 d) was used as a replacement. A vitrectomy was performed but no other interventions were indicated. The patient has fully recovered. No further information was provided.